Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on november 6, 2017. The probe was broken at 14 mm from the distal end. There was a contact mark on the probe. The shape of the fracture surface showed that the crack developed from the contact mark as the starting point. There was a contact mark on the non-insulated part of the grasping section. The proximal side of the ptfe pad was worn. The manufacturing record was reviewed and found no irregularities. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the proximal side of the ptfe pad was worn since the user output the device in seal & cut mode with grasping thick and hard tissue at the distal end of the grasping section. Since the proximal side of the ptfe pad was worn, the probe contacted the non-insulated part, and contact marks occurred on the probe and the non-insulated part. The crack developed from the contact mark as the starting point when the user output in seal & cut mode or grasped the tissue. The probe was broken off when the user applied loads to the probe. The instruction manual of the device has already warned as follows; warnings: during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.

Event description:
During an uncertain procedure, the subject device was used. The probe of the subject device broke off. The procedure was completed with a similar device. There was no patient injury reported.